Manufacturer narrative:
Concomitant product: pb1018 valve, implanted: (B)(6) 2010.

Event description:
It was reported that that right atrial (ra) lead had far field r-wave oversensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.